Manufacturer narrative:
On january 10, 2023, mentor received additional information indicating that the suspect medical devices were implanted on (B)(6) 2006 and they were the following: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 5687210 sn: (B)(6) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 5687210 sn: (B)(6). In addition, the patient had them removed because having had them placed behind the muscle was no longer working well for them. It was aesthetic. Furthermore, the patient also reported having a mild anemia in the fall of 2019 and their red cell count was low since. Lastly, they already experienced numbness in their toes in 2019. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. H6 health effect - clinical code e2402: generalized illness.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast augmentation revision with two unknown mentor implants and had to undergo bilateral breast implant removal and replacement on (B)(6) 2021, for unspecified reasons. Follow-ups were performed but no additional information has been made available. A supplemental report will be submitted when additional information is received. This medwatch form is for the left breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.